Event description:
A customer contacted beckman coulter (bec) to report that two (2) different unicel dxh 800 coulter cellular analysis systems generated no blast specific flagging messages that was recovered for two (2) different patients on two (2) separate days ((B)(6) 2013). The presence of blasts was confirmed by the manual differential enumeration. This report documents the results obtained on (B)(6) 2013 for one (1) patient sample generated on the dxh 800 (serial number (B)(4)). The patient sample was initially analyzed on the dxh 800 (serial number (B)(4)) and then rerun on an alternate dxh 800 (serial number (B)(4)) for confirmation of both critical h/h results and low platelets (plt) values, following the laboratory developed protocol for scanning slides for plt counts of less than 100,000. The patient data provided by the customer indicated that the patient's sample recovered high lymphocyte results, without instrument generated specific messages. The manual differential review which was considered correct, confirmed the presence of 8% myeloblasts. No erroneous complete blood count (cbc) results were obtained, which addition, were all verified upon rerun. The customer considered the cbc results to be correct and the differential results incorrect based on the absence of instrument specific differential flagging. The erroneous results were not reported out of the laboratory. There were no reports of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
Additional information: the sample provided had 8% blasts according to the manual-reference. Raw data was analyzed and indicated that the df1 histograms showed low volume neutrophils overlapping with the lymphocyte population; however, the overlapping was not significant enough for the algorithm to set a suspect flag.

Manufacturer narrative:
No sample collection or preparation information was supplied. Quality control (qc) was performed prior to the event were within laboratory established ranges. The customer implemented the use of additional decision rules to be able to enhance the blast flagging sensitivity. Those rules involve the use of the differential cell population data (cpd). Service was not dispatched for this event. Failure mode cannot be determined with the information provided. Raw data analysis is pending review. The following mdrs are associated with this event and documents the results obtained on the separate day and/or on a different instrument: 1061932-2013-02143, 1061932-2013-02145, 1061932-2013-02146.